Event description:
The device was used during a nissen. Reportedly, the needle broke. The surgeon was able to retrieve the needle and applied another device. The needle broke a second time and the surgeon was unable to retrieve the needle. The hosp has reported no pt injury occurred.